Manufacturer narrative:
The major symptoms (dyspnea, respiratory arrest, and shock) appear most closely related to transfusion induced lung injury (trali), originating on one of several transfusion related mechanisms: transfused antibody to hla or neutrophil antigens, or complement activation, granulocyte aggregation, or transfusion of cytokines. The origin of the trali is most likely related to the blood products. A review of the lot mfg histroy revealed no deviations from normal mfg process. The field history for this lot number was also reviewed and revealed no previous reports of this nature. Although it is unlikely that the device was causal or contributory to the event, the firm is submitting an medwatch report due to the severity of the symptoms.

Event description:
It was reported that a 53 yr old male developed dyspnea, tightness in chest and flushed face within three mins of a platelet (apheresis) transfusion through the device. The pt's blood pressure decreased from 190/74mmhg to 150/80mmhg, fever decreased from 101.4 to 100 and pulse rate decreased from 120 to 100. Pt was not premedicated with solucortef as physician ordered. On 7/26, the pt developed shortness of breath immediately after the start of a platelet (apheresis) transfusion through the device. The pt also experienced flushed diaphoretic, shallow respiration, dilated pupils, faint heart rate and undetectable blood pressure. The transfusion was stopped after two mins. Pt was reported to have recovered and was discharged from hosp.